Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(6) 2015, an fse visited the customer to address the reported event. During servicing, the fse cleaned and lubricated the z-axis guide rod and lead screw. The fse found the z-axis drive pulley slipping and tightened the set screws accordingly. The fse checked and aligned the sampler and the customer was able to run racks of tubes without any errors. The instrument was verified as operational. There was no further action required by fse. The most probable cause of the reported event was a z-axis lead screw and sticky guide rod.

Event description:
On (B)(6) 2015, a customer reported z1 errors with their g8 analyzer. The customer checked the sample needle and it was not bent. The customer is unable to run patient samples on hba1c diabetes assay. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hga1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.